Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint received with return of device. Failure event observed during analysis. Final analysis found that the lead was returned in three pieces. Insulation abrasion was noted at 16.9 cm to 17.3 cm from distal tip. The abrasion is consistent with that of exposure to friction with another implantable device or a feature of the heart.